Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the ultra14 product that she was using at the time she acquired the infection.

Event description:
Intermittent catheter patient (user) said she was recently treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said was prescribed an antibiotic, took the full course, but was not certain she has recovered completely. She will be visiting her doctor to confirm recovery since she is still exhibiting some symptoms.